Event description:
It was reported by service report that the compression spring that keeps the latch secure was missing in the side rail latch assembly and the fowler cylinder was drifting. No patient involvement or adverse consequences are reported.